Event description:
It was reported that when using the bd pyxis¿ es server, all users was not able to log into station and es server. Error message display while processing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all users could not sign into the es server. A technical support specialist noticed that the server health status showed critical in remote support service (rss). The e drive was full. The tss dialed into the app server and attempted to log into pes but received an authentication error. Checked the mysql log file and found that disk space was occupied by numerous backups. The partition space was filled with 107 gb of dsserverreports backups. Performed a new full backup and observed that logs from dsrf were also large. Completed a shrink after the full backup of dsrf. Rebooted the app server. Followed knowledge article (change es server backup settings) regarding retention settings and changed the backup retention to reduce the number of backups for that database. Restarted the job scheduler services and monitored the etl process, which runs every five minutes. The system functioned as intended after the technical support specialist troubleshot the device.